Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (No expiration date for lot due to legacy file). Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with two 250cc mentor memorygel breast implants experienced rupture on implant which was complicated with granuloma on the left side confirmed by imaging study on (B)(6) 2020. Based on nonspecific and very limited information about the reportable event we can assume that the patient report rupture on the left implant since granuloma was reported on the left side and confirmed by imaging study on (B)(6) 2020. It was also reported that the patient has experienced bilateral capsular contracture baker grade IV post procedure, as a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.